Event description:
It was reported that clips were used during a laparoscopic cholecystectomy. It was reported the clips will not close. Another device was used to complete the case. There was no consequence to the pt.